Manufacturer narrative:
The initial placement - 24fr pull peg kit is an initial placement percutaneous endoscopic gastrostomy kit designed for enteral feeding. The kit includes an external bolster which is used to fix the position of the catheter after placement. A review of the lot history record indicates no anomalies in the manufacture of the lot. The report will be updated if additional information becomes available.

Event description:
On (B)(6) 2014, u.s. Endoscopy received a report of feeding catheter migration to the peritoneum, during use of the initial placement - 24fr pull peg kit.